Manufacturer narrative:
Additional information was received that the physician believed that the ipg was not charging properly and decided to upgrade the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review,a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not taking a charge. The patient will undergo revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not taking a charge. The patient will undergo revision procedure.